Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue with a minicap transfer set. The minicap could not be connected closely with transfer set. This occurred during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11. H11: five (5) units with open pouches and nine (9) units with closed pouches (companion samples) were received for evaluation. A visual inspection with the naked eye was performed and no issues were observed. Dimensional measurements were done and all samples met acceptable specification limits. Functional testing was performed on all fourteen (14) samples with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.